Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer noticed a damage at the patient luer lock. It was noted that the customer is unable to connect the tubing due to the damage of the luer lock. Reportedly, the cartridge appeared to be "misshaped". The customer was able to load a new cartridge and successfully connected the tubing. The customer's blood glucose level was not impacted.